Event description:
End-user - husband states the seat has developed a thin crack that is long enough for the unit to be folded. End-user states this happened around two months ago. This issue was brought to light upon gaining information for file (B)(4), which are failure of this chair's replacement. End-user was prepping for surgery at the time the crack developed, possibly contributing to this failure.